Event description:
A malfunction was reported on the pump with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for the pump to be replaced, advising the customer on backup therapy using multiple daily injections (mdi) and sending a replacement pump with updated software. The customer was instructed to return the faulty pump via ups using a return box and pre-paid label within 10 days and acknowledged understanding of the steps involved.